Event description:
The customer reported that the collimator was stuck in the closed position and would not open. This would result in a loss of imaging functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.